Event description:
Additional information was received that the device and electrode were explanted secondary to pocket erosion. The field representative reported that the incision would not heal since the pocket revision that was done (B)(4) 2017. The field representative noted there was another previous infection of a non-boston scientific transvenous device. The hospital discarded the device and electrode due to patient's condition. No allegations against the device or electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a pocket revision was done because patient had a small pin-hole size opening that was not healing since implant and the subcutaneous implantable cardioverter defibrillator (s-ICD) incision site. The pocket was opened and cleaned. Everything looked good. The s-ICD was put in an antibiotic pouch. The first induction, noise was observed. The wand was then moved and a second induction was performed, which initially induced and detected readily and then the device started labeling the vf signals as noise, which delayed therapy. An external shock was then delivered to convert the induced rhythm. The physician chose to stop testing for that day. The induction s-ecgs and an ap x-ray were sent in to boston scientific technical services (ts) for review. The electrode was observed to be too inferior and the s-ICD appeared too anterior or very posterior (can see face of the device casing). Ts discussed how the device determines noise signals and recommended testing in secondary, but then program back to primary vector based on the fact that during any ambulatory events, there is the absence of the 50 hz burst induction prior to the return to sensing. The patient was later re-induced and defibrillation threshold testing was successful at 65 j with a shock lead impedance measurement of 66 ohms. No further issues have been reported.